Manufacturer narrative:
This report is submitted on february 15, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2017, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on (B)(6) 2017.